Event description:
Left hip revision on (B)(6) 2010 due to metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient operative notes finds histopathology reports on patient tissue samples documented appearances are in keeping with adverse reactions to metal debris (alval). A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It was communicated that customer quality will receive no further information. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally dint (B)(4), was re-opened upon receiving further information from (B)(6) which was: update: 01/12/2018: pinnacle spreadsheet received. Updated doi and dor, dob. No products were ever returned, although patients records were originally returned and fully evaluated, the results of which were documented in dint (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint, originally dint (B)(4), was re-opened upon receiving further information from (B)(6) which was: update: (B)(6) 2018: pinnacle spreadsheet received. Updated doi and dor, dob. No products were ever returned, although patients records were originally returned and fully evaluated, the results of which were documented in dint (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.